Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported via regulatory agency "rupture" and "capsular contracture baker grade I" diagnosed via MRI. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported via regulatory agency right side "rupture" and "capsular contracture, baker grade I" diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via regulatory agency right side "rupture". And "capsular contracture, baker grade I". Diagnosed via MRI. The device has been explanted and replaced.